Event description:
Same case as: 2134265-2008-01019. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, constant chest pain, shortness of breath, loss of hair, nausea, back pain, fatigue, abdominal pain, jittering and tremors and tingling occurred. A 2.75x32mm and 3.00x16mm taxus express2 drug eluting stents were deployed in an unk vessel. The pt has experienced "constant chest pain, shortness of breath, loss of hair, nausea, back pain, fatigue, abdominal pain, jittering and tremors and tingling" since the stents were implanted. The pt uses oxygen continually for the symptoms she is experiencing. Additional info was requested from the physician, but has not been provided.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. Alopecia is listed as a potential adverse event associated with paclitaxel and so could be consistent with some of the symptoms listed in the complaint. These would be effects of the drug from systemic exposure rather than as a result of an allergic reaction. A review of the device history record (DHR) found no anomalies or deviations during the manufacture of this batch. Taking into consideration the thorough evaluation and the details of the complaint, anticipated procedural complication would be the most probable root cause as allergic reaction is listed in the directions for use (dfu) as a known potential complication.